Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 11 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 11 malfunction event(s), where it was reported the devices experienced false engagement of the cot into the fastener or the cot disengaging from the fastener unexpectedly. There was no patient involvement.